Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records. As noted in the impella IFU: impella cp with smart assist system: section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿. ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. Prior to the percutaneous coronary intervention, the patient went into ventricular tachycardia. The patient was shocked twice. While on support the patient was found to have hemolysis and the plan was to place the patient on an intra-aortic balloon pump. The physician felt that the position of the pump was correct and did not want to reposition it. The patient then developed renal failure. The patient expired after 104 hours of impella support. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.